Event description:
As reported by an affiliate, a patient was admitted for treatment of her left common iliac artery. The lesion was described as heavily calcified and 90% stenotic. The vessel was mildly tortuous. The approach was retrograde from the ipsilateral side utilizing a 7f sheath introducer (11cm, brand unk). A powerflex p3 4x4 80cm was delivered over a 0.035" terumo guidewire and crossed the target lesion without difficulty. Backflow of blood into the encore indeflator was observed when applying negative pressure prior to inflation. The physician then attempted to inflate the balloon, but it would not inflate. The physician was concerned about the possibility of balloon rupture and attempted to remove the device. The distal portion of the balloon was stuck with the distal tip of the sheath and could not be pulled back into the sheath. All devices were surgically removed from the patient's body, and the balloon was "found split off", but was still attached to the stent delivery system. The patient is in stable condition. There had been no difficulty in removing the device from the packaging, and the device had prepped normally.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is anticipated that the device will be returned for analysis, but the device has not yet been returned. Additional information will be submitted within 30 days of receipt.